Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported products were reviewed for compatibility, with no issues noted. Review of the complaint history identified additional similar complaints for the reported item, and no additional similar complaints for the reported part and lot combination. Complaints are monitored per the complaint trending process in order to identify potential adverse trends. . A definitive root cause could not be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip revision with exchange of the acetabular liner and femoral head approximately 15 months post-implantation due to dislocation and instability. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item 30103206; item name: g7 vit e neutral lnr 32mm f; lot 66447165. G2: foreign - new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.